Event description:
It was reported that the patient presented as asymptomatic for routine follow-up in clinic. Upon device interrogation, it was noted that the implanted right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). The ra lead was reprogrammed. The patient was in stable condition.